Event description:
It was reported that the procedure was to treat a de novo, 80% stenosed, moderately calcified and heavily tortuous vessel in the left circumflex (lcx). A guide wire accessed the lesion and was pre-dilated with a balloon at rated burst pressure (rbp). The 3.5x38mm xience sierra stent delivery system (sds) failed to cross the lesion due to the anatomy. The sds got stuck with the guiding catheter upon removal and were removed altogether. It was noted to have a flared strut in the proximal edge of the stent. A non-abbott stent was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material deformation was confirmed. The reported failure to advance could not be tested as it was based on operational context. The reported difficult to remove could not be due to the device condition. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.